Manufacturer narrative:
This report is part of a retrospective review, although no adverse event was reported, this device has had a similar malfunction that has caused or contributed to serious injury. The elevator was visually evaluated and a small portion of the tip was found to be fractured. The broken tip fragment was not returned. The elevator shows signs of normal wear from typical use. The DHR (device history record) was reviewed and there were no non-conformances associated with this lot of parts. The most likely cause of the complaint was operation of instrument outside of the intended use (excessive force), resulting in failure. The warnings in the package insert state this type of event can occur.

Event description:
It was reported that the tip of the instrument broke off during surgery. No adverse events were reported.